Manufacturer narrative:
The complaint of leakage can be confirmed on the returned one (1) used. List #(B)(6), lichtschutzleitung mit 1,2 m filter; lot #6011839. As received the air filter vents were wetted out with prior infusate. The set was leak tested per product specification. There were leaks observed from both the inlet and outlet air filter vents. The probable cause of the filter vent leakage is typical of temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a lichtschutzleitung mit 1,2 m filter generated a leak 1-hour post-initiation of lipid infusion near the filter joint. An unknown amount of lipid infusion was leaking. The set was replaced and therapy resumed without any problem. There was no patient harm reported.